Event description:
It was reported that during a case the c-arm mainframe on the 9600+ system lost power. It was noted that the work station remained on. It was also noted that by repositioning the interconnect cable power was restored to the c-arm. Rebooted the system and case completed. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired a pin in the lemo connector receptacle. The system was tested and found to be working as intended and placed back into service.